Event description:
A cracked touchscreen on a pump was reported by the customer, who first noticed the issue about a year ago. There was no adverse impact to the customer's blood glucose level. Despite being unsure how the damage occurred, the customer confirmed continued interaction with the pump. Technical support was set to replace the pump as a corrective action for the reported malfunction. Customer reverted to an alternative method of insulin therapy.